Event description:
It was reported that an overstimulation or surging sensation occurred following an implant. Symptoms associated with this event included extreme pain from the waist down. The device was kept off and the patient spoke on the phone and eventually met with a manufacturer's representative who resolved the issue.

Manufacturer narrative:
(B)(4).